Manufacturer narrative:
Section age, weight, and ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, if explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had defect at the edge of the optic. There was patient contact with lens that it was partially inserted. There was no injury and no medical intervention was required. The procedure was completed using another lens of same model. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 25, 2021. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed, what viscoelastic residue on the optic body and haptics. And that the lens was received cut in half. Which is consistent with a lens, that was handled, during removal (despite the customer only mentioning a partial insertion). Based on the return condition of the lens, and because the lens was received outside/without a cartridge tip, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed, no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.